Manufacturer narrative:
The purge sidearm was returned for analysis and a leak was confirmed. Data logs were also provided which showed 'purge system open' and 'purge pressure low' alarms. The root cause of the leak was a crack in the purge sidearm filter. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old male was implanted with an impella device for mechanical circulatory support. It was reported that while in the operating room, there was a "purge system open" alarm on the console. It was found that the purge flow was 30ml/hr and the purge pressure was 0mmhg. The customer then found a leak coming from the purge sidearm. The purge sidearm was cut off and a blunt needle repair was used to get through case. There was no patient harm reported as a result of the issue.